Event description:
During a laparoscopic spleen, on the 9th firing, surgeon quickly inserted the clip applier into the 5mm trocar and began the firing sequence in the trocar. This led to the clip applier to lock in the closed jaw position. Sales rep suggested to pull the firing handle forward to unlock. Surgeon fired applier again and 2 malformed clips piggy backed onto one another. Surgeon opened the case from this point forward. No pt consequences. Case completed with another device of the same product code. One device returning.